Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 (creatinine) on a cobas c 311 analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 19 umol/l and it repeated as 98 umol/l.

Manufacturer narrative:
The lot number of the creatinine reagent was 725934. The reagent expiration date was requested, but not provided. The field service engineer found heavy contamination in the water tank. The water tank was cleaned and the wash volume of the rinse unit was adjusted. The sample probe was checked and adjusted. An instrument check was performed. The investigation determined the service actions resolved the issue.